Event description:
Starting in 2004 to present, facility has had -ipl- intensed pulsed light treatments for hair removal in a small area on the face. They now have a large area covering the face with a high volume of unwanted hair growth that was not there prior to treatments. Called the company & they said this has been known to happen. The heat from the ipl triggers something in the lymphatic system & can create more hair growth, but they did not have to disclose this to patients because it does not always happen.